Event description:
Went to (B)(6) to have juvederm dermal filler injected in the glabella area between my eyes. The filler was either injected into an artery or spread against the artery. This caused a terrible reaction to the area because the blood supply was cut off from the eye area all the way upward to the top of my head. The tissue was dying causing necrosis gangrene to set in. The pain was very intense. The dermatologist said I had a vascular occlusion and necrosis. I am now permanently scarred because of this allergan product. I hold allergan and dr responsible.